Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was to report that the patient said that has to wear panties to bed and sometimes has accidents and symptoms are getting worse. Patient said in the past has had the setting too high and was shocked. Patient said that attempted to connect to make an adjustment however isn't able to connect. During the call, patient attempted to connect to the implant however after repositioning several times wasn't able to connect, no response from the neurostimulator. When asked, patient said that the last time successfully connected was about two months ago (due to incontinence) and increased the setting to 4. 0 or higher and said has been at this setting for quite some time. Reviewed stim longevity and potential that neurostimulator battery had depleted. Patient also said that for the past couple of years has noticed soreness at the implant site. When asked, patient said falls all the time. Patient was redirected to healthcare provider to check neurostimulator battery status and address soreness at neurostimulator site. Patient said is scheduled to see a new physician tomorrow however also asked for physician listings. Upon further review, when asked patient said that the only time felt stimulation is when an adjustment was made and then didn't feel stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.